Event description:
It was reported that as the physician began to pull back on the pusher wire, the coil broke. The physician retrieved the broken piece using a micro snare. There was no reported injury to the pt and the pt condition was reported as "okay".